Manufacturer narrative:
Correction to b3: event date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume infusors leaked from the upper side of the bladder due to the bladder being dislocated from the correct position. This was observed during filling. The leaked solution remained inside of the housing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d9, h3, h4, h6(update codes), h11. B5: update the quantity to ¿one (01)¿, as leakage was observed in only a single product. H4: the lot was manufactured between 3 september 2025 and 5 september 2025. H11: the actual device and a companion sample were received for evaluation. Visual inspection of the returned sample noted fluid inside the cover. Further inspection revealed that the root cause of the leak in the first sample was due to missing upper filmwrap. When the upper film wrap is missing, leakage can occur inside the cover during the filling process. A functional leak test was performed on the companion sample by filling its bladder with green color water to the nominal volume. During and after fill, no evidence of leak was observed from the sample. The reported condition was verified. The cause of the condition was determined to be manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.